Event description:
It was reported that the iLet user accidentally entered a second meal announcement, indicating a use-of-device problem and leading to an unintended duplicate bolus command. Troubleshooting and education were provided on monitoring blood glucose and having carbohydrates available. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and found a use error consistent with an accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.